Manufacturer narrative:
(B)(4).

Event description:
An article was received and reviewed in which it was indicated that the patient had vns implanted. Following implantation, the patient experienced typical laryngospasm and the impedance was within normal limits. The patient reported having intermittent crushing substernal left chest pain that radiated to the left arm with associated numbness and shortness of breath during stimulation. The symptoms resolved shortly after vns was disabled and did not occur again when device was off. The pain was not constant or directly occurring with stimulation, suggesting that stimulation alone was not sufficient to cause his pain or that it did so variably. Due to the type of pain reported, the patient had a full cardiac workup performed which did not show any anomalies. The workup was negative except for an incomplete right bundle branch block found on ECG and present with or without vns stimulation (not relevant to reported symptoms). Due to the type of pain the patient was having, the vns system was removed per the patient's request. No additional relevant information has been received to date.

Event description:
Additional information was provided by the physician that none of the adverse events noted in the article were directly caused by vns and rather appeared to be related to the patient¿s physiology as the patient had an unusual anatomy. All system diagnostics results were within normal limits prior to the device being explanted and there were never any issues with vns. The patient had even been tested pretty aggressively for cardiac events but none were found related to vns. The removal of the patient¿s device was for their comfort. No additional relevant information has been received to date.